Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench handling, impedance and defibrillation cycling without duplicating the report. Internal inspection resulted in no findings. The pace defib engine assembly were replaced as a pre-caution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a 68-year-old male patient, the device displayed a "defib pacer device failure" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.